Event description:
The complainant reported having problems with the manifold in the convenience kit. Specifically, they reported the handles are turning more than 180 degrees. This causes complication with pressure reading and injecting.

Manufacturer narrative:
Device evaluation: the suspect device was returned for evaluation. The device was examined, and the complaint was verified. The handle stops of the manifold body had been damaged. The manifold was compressed with channel locks for signs of brittleness at the luer or bore and none were found. The root cause of the failure could not be determined. These types of complaints will be monitored for any increasing trends. No conclusion can be drawn.